Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a discolored mobile power unit (mpu) patient cable, loose rubber casing on the patient cable connector, and damage to the mpu housing was confirmed via evaluation of the returned mpu. Visual inspection of the returned mpu (serial number: (B)(6)) revealed that the patient cable had a brown discoloration. The rubber casing on the patient cable connector was observed to be loose, and a small crack was observed on the mpu battery door. The patient cable and damaged battery door were replaced with new parts. The unit was functionally tested and found to operate as intended during testing. The damaged parts did not affect the functionality of the unit during testing. Preventative maintenance was performed, and a full functional checkout was performed and the unit passed all steps of the test without any issues. The serviced and repaired unit was returned to the rental pool after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 26jan2018. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cable was heavily discolored and loose at rubber end of black and white connector. The battery latch was also cracked.